Manufacturer narrative:
Correction: h6 code for investigation conclusion.

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. As received, the atrial septum was already removed and not returned for analysis. Analysis revealed the atrial setscrew was stripped and contained septum material and calcified blood inside the hex cavity. This prevented full insertion of the torque driver and was the cause of the reported event. The setscrew anomaly was consistent with procedural damage. The device was in backup operation due to end of life (eol) level when received. The device was stabilized at high temperature to save the device image. The device was cut open and was attached to a known, working battery, product code was reloaded, and programmed the device to nominal settings. Analysis indicated normal device characteristics. Based on the nominal settings, the implant duration exceeded projected longevity and indicated normal battery depletion.

Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated procedure. It was noted during the procedure that the pacemaker atrial set screw would not loosen. The procedure was completed with a smaller screwdriver with some difficulty. The patient was stable throughout